Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, water tank, plate clip, line cord, and stripped interlock block. The reported problem wasn't found after running the device for several hours. The root cause of the reported issue could not be confirmed. No actions were taken. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported a micro leak. No patient injury was reported.